Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the following additional information was provided by the reporter: "the physician this happened to is the only one here who does the ebus. He's used this needle before and even once he tightened as much as possible, it still slipped. But I'm not the one tightening it so I can only relate what I heard and saw that day." The rep found it difficult to contact the customer for further information but provided the folloiwng feedback: "I re read the first e-mail and she said ¿the locking mechanism kept slipping during needle advancement.¿ to answer your question, this makes me think it is the needle adjuster that had issues not the sheath adjuster. I hope this helps." It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. All products and packaging are 100% inspected for visual irregularities such as holes, dents, kinks or tears. The notes section of the instructions for use which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there are no adverse effect to the patient caused by this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The locking mechanism kept slipping during needle advancement.